Event description:
It was reported that the physician experienced difficulties during the implant procedure of this right ventricular (rv) lead. The physician reported poor electrical measurements, including impedance issues, and noise noted on the pacing system analyzer (psa). Subsequently, this lead was removed and successfully replaced with another model prior to pocket closure. No adverse patient effects were reported. The device is expected to be returned for analysis. The device was subsequently returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner and outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations of noise, impedance and sensing issues, detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the physician experienced difficulties during the implant procedure of this right ventricular (rv) lead. The physician reported poor electrical measurements, including impedance issues, and noise noted on the pacing system analyzer (psa). Subsequently, this lead was removed and successfully replaced with another model prior to pocket closure. No adverse patient effects were reported. The device is expected to be returned for analysis.